Manufacturer narrative:
Date sent to FDA: 04/20/2020.

Manufacturer narrative:
Date sent to the FDA: 10/13/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent trigger point injections on (B)(6) 2018. It was reported that the patient underwent five more trigger point injections between (B)(6) 2018 and (B)(6) 2019. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted there was a slit of anterior mesh similar to a lichtenstein-type configuration, but this was entirely folded, very narrow, and was fixated on the center point of the cord rather than at the internal ring. The ilioinguinal nerve was definitely caught in mesh and scarring and clinically was numb. It was reported that the patient experienced pain in his left leg, numbness about the testicles, difficulty with urination, back pain, abdominal pain, erectile dysfunction and intermittent pain radiating down the left lower extremity. No additional information is provided.